Manufacturer narrative:
(B)(4). Concomitant medical products medical devices: nexgen stemmed precoat wedged tibial component size 3 catalog #: 00598800300, lot #: 62834341. Nexgen option femoral component size f right catalog #: 00599401692, lot #: 62851943. Nexgen articular surface with locking screw size striped yellow/e, f 14mm catalog #: 0059940321, lot #: 62656678. Unknown bone cement catalog #: ni, lot #: 235ca03910. Unknown bone cement catalog #: ni, lot #: 235ca03910. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01723. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial loosening approximately one (1) year post-operatively. During the revision procedure, the femoral component was described to be solid, however, the tibial component was easily detached from the implant/cement interface. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain and loosening of the implant are known adverse effects of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.